Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 472 mg/dl at the time of incident. The customer¿s other blood glucose was 421 mg/dl. The customer reported that they do not feel okay for troubleshooting. The insulin delivery was not suspended due to the difference between the sensor glucose and blood glucose. The customer reported that the difference was occurring with the current sensor. The insulin pump will not be returned for analysis.